Event description:
An ophthalmic manager reported the irrigation/aspiration handpiece was dropped during a procedure and had to be reprimed. After repriming the system there was a system message displayed. The procedure was completed following a system exchange. There is no pt harm. Further information has been requested.

Manufacturer narrative:
A sample has been received an in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).